Manufacturer narrative:
The device has not been returned to the manufacturer for eval, as the device remains in the pt. A lot history review (lhr) of retk0856 showed no other similar product complaint(s) from this lot number.

Event description:
Over-the-wire exchange on a pt 3 years ago, and on a recent chest x-ray there are 2 small wire fragments that are in pt's left pulmonary artery. A wire must've gotten snipped during the exchange. I remember the sherlock stylet being very thin and you couldn't feel when you'd cut through it. So this pt was referred to university and the radiologist there tried to remove it, and when he tried it broke into a few more pieces, so was not successful. Our heart surgeon has met with the pt and reassured her that it highly unlikely that there would be any adverse outcome from this, and the pt has been asymptomatic for 3 year now. The reason they discovered it was when she came in for chest pain and the chest xray showed pneumonia in her right lung.